Manufacturer narrative:
The subject device was returned to omsc for the evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device image was disappeared during an unspecified procedure. The user facility completed the procedure using a similar device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc (olympus medical systems corp) for evaluation. In the evaluation, the reported phenomenon was not duplicated. Also, there was no leak on the subject device and there was no humidity inside the subject device. As a result the subject device had no abnormality. The exact cause of the reported phenomenon cannot be conclusively determined, however there is the possibility of this phenomenon is attributed to the temporal electrical contact failure due to the adhesion of foreign material and/or moisture and it may have caused the loss of the signal transmission and then the temporal loss of image may have occurred. Also omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If significant additional information is received, this report will be supplemented.